Event description:
It was reported blood was coming back up the sheath from the patient and leaking out from around the valve area. The agilis had been inserted into the patient in the usual manner with no difficulties. It is believed an af procedure was being performed at the time.

Manufacturer narrative:
St. Jude medical is in the process of investigating this event. A follow-up medwatch report will be submitted upon completion of our investigation.